Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use in a patient while using a swan-ganz catheter, the right ventricular systolic pressure was inaccurately measured. The value provided was 60 mmhg when the expected was around 15-25 mmhg. The patient was not treated. No error messages or alarm was displayed. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
Further investigation found that when the catheter passed through the right ventricle, an abnormal waveform was observed. An abnormal waveform serves as an alert to the clinician to a problem with the catheter. If unable to correct with trouble shooting, the catheter may need to be exchanged. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
One 774f75 catheter with a cal-cup was returned for examination. The reported event of right ventricular systolic pressure was inaccurately measured was not able to be confirmed during the evaluation. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from the catheter body, connectors, or balloon. The balloon inflated clear, concentric, and remained inflated for more than 5 minutes without leakage. No fault messages showed up on the lab vigilance ii monitor when the catheter was connected. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of thermal filament circuit was measured and found to be within specification. In addition, the catheter passed in-vitro calibration on a vigilance ii monitor. A review of the manufacturing records indicated that the product met specifications upon release. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. However, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regard to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.